Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of runtime calibration failure-1051 was duplicated and attributed to a faulty autocal valve on the smart pneumatic module. Evaluation of the reported malfunction of off set self check failure-1174 was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device's smart pneumatic module was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "runtime calibration failure - 1051" and "off set self check failure-1174" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.